Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot: part # fgs-1000, synthes lot # 20e007, supplier lot # 20e007, release to warehouse date: jul 07, 2020, supplier: (B)(4). No ncr's were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent an open reduction internal fixation of right ankle, the suture was broken while inserting the fibulink syndesmosis repair kit/ss on the left tibial screw. There were no fragments generated, however, it is unknown if they removed easily without additional intervention. There is no surgical delay reported. Procedure was successfully completed. There is no patient consequence. This complaint involves one (1) device. This report is for (1) fibulink® syndesmosis repair kit/ss. This report is 1 of 1 for (B)(4).